Event description:
It was reported that during an esophagogastrectomy procedure, after the third firing, the nurse had problems removing the reload from the jaw and also in loading the device again. The reload would not slide in the slot. The surgeon had to load the device. The device was fired across stomach with a blue reload and there was an increased force to fire to complete the firing sequence. It was observed that tissue milked out from the distal tip and then the device would not open. After struggling and applying much force to open the device, it was observed that there was a partial cut line and the staple line was jagged and malformed. As a result of the force applied to remove the device, a serosal tear occurred. The surgeon repaired the tear by hand suturing. A new device was opened to complete the surgery. There was a 25 minute delay to the procedure, however, no adverse consequence to the patient. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.